Event description:
It was reported that there was a revision surgery completed with reasons unknown.

Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided on a supplemental report.

Manufacturer narrative:
The reported event could be confirmed since images of CT scans were provided and matches the alleged failure mode. There are many clinical factors that can affect the results of any surgery, such as surgical technique, pre-operative and post-operative care, the implant, patient pathology and daily activity. A medical professional reviewed the received information and noted the following: ¿the CT-scan shows significant subsidence and tilting of the tibial component and the formation of bone cysts (osteolysis). The implant as such is intact. The pe-liner looks intact as far as can be assessed on a CT. The talar component is intact. There is a small area of osteolysis, yet no signs of loosening. The most likely reason for revision is the tilt/subsidence of the tibial component and the osteolysis.¿ more detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design related problems were unable to be identified as the catalog number and lot number were not communicated. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
It was reported that there was a revision surgery completed with reasons unknown.